Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum balloon catheter. The catheter was visually and tactilely inspected. There was blood in the inflation lumen and guidewire lumen. The device was returned in two (2) pieces. There were multiple hypotube kinks and the hypotube was broken 42cm from the strain relief. The hypotube fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30x4.0mm, eccentric and de novo target lesion was located in a mildly calcified and mildly tortuous right coronary artery (rca). Following predilation using an unspecified balloon catheter, an unspecified stent was used to treat the target lesion. A 15mm x 4.0mm quantum maverick balloon catheter was then selected and advanced for postdilation. The shaft (about 40cm away from the hub) was broken off during pushing of the device. The physician withdrew the balloon together with the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30x4.0mm, eccentric and de novo target lesion was located in a mildly calcified and mildly tortuous right coronary artery (rca). Following predilation using an unspecified balloon catheter, an unspecified stent was used to treat the target lesion. A 15mm x 4.0mm quantum maverick balloon catheter was then selected and advanced for postdilation. The shaft (about 40cm away from the hub) was broken off during pushing of the device. The physician withdrew the balloon together with the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.